Event description:
Caller reports pt admitted with diabetic ketoacidosis (dka). Caller reports operator receiving two readings of lo [result lower then 10mg/dl] on the accu-chek inform meter using a venous blood sample, however, these results were not stored in memory. Caller reports the lab results were received from the same venous blood sample of 1137 mg/dl. Based on the lo [result lower then 10 mg/dl] value the pt was treated with d50 initially until the lab value was received and then the treatment was reversed by administering insulin. Labeling indicates that no treatment should be given on a non-numeric value. Requested return of suspect device and replacement was sent.